Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 0 mg/dl. Customer also stated that the insulin pump was slower during rewind, had diminished battery life and rejecting new batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information related to blood glucose level has been received. The information has been provided with this report.

Event description:
The customer did reported a low blood glucose level of 0 mg/dl and blood glucose level troubleshooting had been met.